Manufacturer narrative:
Follow-up #1: date of submission 04/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: the pump black box showed multiple instances of the time and date resetting to factory default after a power event. A timekeeping accuracy test was performed and the pump maintained time accurately during the 5 day duration. The pump was left without power for 1 hour and then was powered back on it with the time and date reset to factory default. Evaluation revealed the internal clock battery on the pcb board had failed. When the pump is powered on it displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was keeping the time and date inaccurately. No additional information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.